Event description:
It was stated that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose of 28 mmol/l. Troubleshooting was performed, and the programming was correct except for the time and date. Assisted with correct time and date programming. The unit passed the prime, displacement, high pressure and self tests. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.